Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomed reported that pt had hemolysis, power elevations, and heart failure symptoms. Per add'l info lactate dehydrogenase (ldh) levels were high. Tried tissue plasminogen activator (tpa) twice. Heart failure symptoms event with epi, dopamine, and milrinone. Pump only was exchanged.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report #(B)(4) was rec'd from the (B)(4) registry.